Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2016, the patient contacted lifescan (lfs) (B)(4) alleging that her one touch verio flex meter was displaying an error 4 message when attempting to test her blood glucose. The complaint was classified based on the customer care advocate (cca) documentation. The patient could not recall the date the product issue began. The patient manages her diabetes by self-adjusting insulin and reported that on (B)(6) 2016 in the evening, she increased her dose of medication "500ml/dl" as a result of the alleged product issue. The patient claimed that on unknown date and time after the alleged issue had begun she developed symptom of "tiredness". The patient was unable /unwilling to answer if she received any treatment. At the time of troubleshooting the cca noted that this was the first time the product was being used, the customer was using the correct testing steps to perform a test. However, cca noted that the test strips had been stored incorrectly and was unable /unwilling to answer what the sub code was. The patient was unable to carry out a retest as the patient no longer had testing supplies. Therefore the issue remained unresolved. Replacement product was sent to the patient. Based on the information provided, the patient did not suffer signs or symptoms indicative of a serious injury. This complaint is being reported because the alleged product issue was not resolved during troubleshooting.

Manufacturer narrative:
The product has been returned and evaluated by product analysis on with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed. On september 21, 2020, lfs received notification from the FDA that this supplemental was on-hold and had not been successfully received by the agency. Lfs has been engaged with the FDA since september 21, 2020, to agree upon remediation of the on-hold issue. On march 11, 2020, the world health organization (who) declared the covid-19 outbreak as a global pandemic. In line with final guidance published by the FDA in may, 2020, entitled 'postmarketing adverse event reporting for medical products and dietary supplements during an influenza pandemic'; lfs has agreed late reporting of all on-hold supplementals. This submission is included as part of that agreement.